Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. As received, the response buttons would not activate the monitor. Upon evaluation, the response button traces were worn. The cause of the inability to activate the monitor is the worn traces. The root cause of the worn traces was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.